Manufacturer narrative:
Investigation summary: bd japan received ten (10) samples and attached four (4) photos for investigation. The samples and photos were reviewed and the indicated failure mode for additive abnormality was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® serum plus blood collection tubes that sixty-three (63) tubes contained clumps of white powder additive. There was no health impact or consequence reported.